Event description:
It was reported that during a left varicocele embolization procedure. During coil preparation, it was noted that the proximal end of the delivery pusher was bent, an attempted was made to straighten the bend. The coil was then delivered into the aneurysm and did not detach. The physician attempted to manually manipulate and detach the coil unsuccessfully. While attempting to remove the coil, it unintentionally detached and stretched in the catheter. The physician tried to remove catheter using a syringe to apply negative pressure, but the coil came out of catheter. The coil was then successfully snared and removed. There was no report of harm or injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the implant to be stretched at the proximal end and separated from the pusher. The pusher was not returned for evaluation. The investigation found the implant's monofilament profiled a mushroom shape at the proximal end and a tensile break at the distal end, indicating that the implant experienced a delayed detachment. This condition is consistent with a partial thermal activation resulting in the implant to not separate until the device experienced force that exceeded the strength of the monofilament causing the implant to separate from the pusher, likely during device removal as described in the reported event. Per the event description, the proximal end of the pusher was bent prior to use and although it was stated that the pusher was manually straightened, the initial bend may have damaged the internal circuit of the device resulting in the incomplete thermal detachment of the implant coil during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but stretching is consistent with the device experiencing retraction forces over specification.